Event description:
(B)(4).

Manufacturer narrative:
The device was returned to resmed (B)(4) tech svc ctr for investigation. Functional testing found that the device is operating within specifications. The investigation result is "no fault found." An analysis of the device log confirmed that an error message system fault 101 occurred. Based on all available evidence it appears the error message was due to disconnection of the pt circuit. (B)(4).